Event description:
Heli-fx endoanchors were implanted in a patient for the endovascular treatment of migration and type ia endoleak from another manufacturer¿s stent graft system. It was reported that the patient expired. The cause of death is unknown. The investigator¿s assessment to event relationship is uncertain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.